Manufacturer narrative:
The fsr left the system-1 charging overnight to ensure that the batteries will charge to full capacity. The fsr returned the next day and verified that the batteries were able to charge to full capacity and battery backup is functioning. The pm was completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. No parts will be returned to the manufacturer for evaluation. This system is used as a back-up unit.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries were completely discharged, no battery back-up available (12.3 volts direct current [vdc]). The fsr discovered that the system-1 was plugged into alternating current (a/c) outlet but was not in the "on" position. The power light emitting diode (led) light was red on the front panel of the system-1. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per the log analysis this unit has gone long periods of time without charging the batteries. The user is aware of proper battery maintenance. No additional action will be taken at this time.